Manufacturer narrative:
As the intraocular lens remains implanted a returned product evaluation could not be performed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that this was the only complaint received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the results of the investigation, there is no indication of a product deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If explanted give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) haptics stick, holding hands, and they are difficult to solve (remove). Additional communication on (B)(6) 2015 stated it is not known if the haptic stuck to the other haptic or if the haptic stuck to the optic. No patient injury reported. No further information is available.